Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: finding changed from original meaning: original finding group label of "thrombus" for hlcode "aortic valve^mas^thrombus" was changed to "abscess location" and moved to a different page (aortic valve/endocarditis/abscess location). Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. Clinically speaking, a thrombus, or blood clot of the aortic valve is very different than an abscess which signifies the presence of infection. A thrombus, or colloquially a blood clot, is the final product of the blood coagulation step in hemostasis. A thrombus is a solid or semi-solid mass formed from the constituents of blood within the vascular system during life, whereas a blood clot refers to one that is formed post-mortem. There are two components to a thrombus, aggregated platelets that form a platelet plug, and a mesh of cross-linked fibrin protein. A thrombus is a healthy response to injury intended to prevent bleeding, but can be harmful in thrombosis, when clots obstruct blood flow through healthy blood vessel. As soon as agfa is made aware of any affected reports related to this specific finding, follow-up mdrs will be submitted for each associated study date and respective medical record number/s (mrn) identified. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.

Event description:
Agfa submitted MDR report 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the u.s. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.